Event description:
Potential for injury associated with the brake wire breaking off the brake pin in the motor connector on a tdxsp power chair. This event could cause the device to be unable to come to a complete stop.